Manufacturer narrative:
This event occurred with a similar device in a foreign market and was not initially determined to be reportable in the us. After review and determination that the event met the criteria for us reportability this report is being submitted without undue delay.

Event description:
The customer had ongoing skin issues while using the mask and returned the mask while waiting on a dermatologist appointment.